Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8311934, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-07. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320122, batch no. 8311934, unknown. It was reported that during use of the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g nothing comes out of the pen needle when pushing the plunger. The following information was provided by the initial reporter: consumer reported nothing comes out of the pen needle when she pushes the plunger. She does not do priming for each injection, her doctor said it is a waste of insulin. She only primes the first time when she uses the new pen. Sample discarded. Incident date-unknown; occurrence-unknown. Item#-320122; lot#8311934; expiration date- 2023-11-30. It has happened on the same item on the other box no lot # available, incident date-unknown; occurrence-unknown.